Event description:
72 days after implantation of a 2.50x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. Review of the complaint documentation also indicated an in-stent thrombosis. During the initial procedure, a discrete target lesion was located in the proximal circumflex artery where a drug eluting stent of unknown size was previously of 80% was reported. A taxus 2.50x20mm was deployed in the lesion. A post-intervention stenosis of 0% was reported. No information was reported on vessel tortuosity or calcification or patient medications. The patient was reported have tolerated the well. The patient presented 72 days after the initial procedure with a 100% in-stent restenosis and thrombosis in the proximal circumflex artery. A 2.5x15mm maverick balloon was used to dilate the lesion. An aspiration thrombectomy was performed on the lesion using an export angiojet. Subsequently, a 2.5x15mm maverick balloon was used to dilate the lesion. An aspiration thrombectomy was performed on the lesion using an export angiojet. Subsequently, a 2.5x16mm and 3.0x16mm nc stormer balloon were used to dilate the lesion. Post-intervention results were reported as "timi 1 flow". Post-procedure, the patient was continued on plavix and routine medications. No information was reported concerning patient complications.